Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. During unpacking of a 12 x 3.00mm promus premier drug-eluting stent, it was noted that the stent was damaged, when opening the box. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damaged occurred. During unpacking of a 12 x 3.00mm promus premier drug-eluting stent, it was noted that the stent was damaged, when opening the box. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damaged to the distal end of the stent with the stent pulled distally over the distal markerband. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.